Event description:
The complainant reported the automated impella controller (aic) did not detect purge cassette. The use of a backup console resolved the issue. No report of patient harm injury.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The device logs revealed the reported purge disc not detected alarm triggered once around 8 seconds after purge cassette was inserted. However, the alarm was cleared in few seconds as the purge disc was inserted. It was noted that the console was not in the case start wizard, so the purge disc not detected alarm was supposed to be triggered when pc was connected without purge disc detected. The first alarm solely was not a direct indication of product malfunction given it was resolved moments later. Visual inspection did not reveal any abnormalities in purge system. Purge flag and purge retainer were intact. Simulation of inserting pc and purge disc found the purge disc detection mechanism was functional. The root cause of purge disc not detection was more likely due to a use issue ¿ user did not insert the purge disc in time after insertion of purge cassette. This report is being filed as part of a retrospective review of historical records.